Manufacturer narrative:
The returned device was evaluated and the device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Fluid path testing showed that insulin was able to pass out the cross drill of the soft cannula. The fluid path was manually occluded and no leaks were present. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. Inspection of the download data and phb data showed no evidence of issues with insulin delivery. Investigation found a kink in the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pod failed to adhere and was leaking during wear. As treatment, the patient applied a new pod.